Event description:
At about 6 months after the primary, revision surgery due to arthrofibrosis. Constantly reduced range of motion. Inlay change and patellar bone resurfacing performed as well as soft tissue adaptation.

Manufacturer narrative:
Batch review performed on 06 september 2024. Lot 2316969: (B)(4) items manufactured and released on 20-july-2023. Expiration date: 2028-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: few months after primary cemented tka on a middle-aged woman, arthrofibrosis starts to limit range of motion and therefore the surgeon decides to clean the joint and replace the patellar button with a prosthesis - originally, the pfj had not been treated. As customary, the tibial insert is also exchanged during the procedure. No issue with the device originally implanted.